Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 54.4cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occured. A 3.50mm x 15mm nc emerge balloon catheter was selected to use for dilatation. However, during insertion into the guide catheter, the shaft of the balloon broke. The device was completely removed from the patient's body. The procedure was completed with a different device. There were no patient complications were reported.

Event description:
It was reported that shaft break occured. A 3.50mm x 15mm nc emerge balloon catheter was selected to use for dilatation. However, during insertion into the guide catheter, the shaft of the balloon broke. The device was completely removed from the patient's body. The procedure was completed with a different device. There were no patient complications were reported.